Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator failed troubleshooting final test for non-conformances with the oxygen (o2). Bench testing revealed a malfunctioning o2 blender was creating the o2 non-conformances. Vyaire medical replaced the o2 blender with a known good one, and the ventilator passed the pressure and o2 tests.

Event description:
It was reported to vyaire medical that the ventilator is not delivering the accurate amount of oxygen. There was no report of any patient involvement associated with this reported event.